Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have a partially fractured main tube at the distal end. Components adjacent to this broken main tube show damage which may indicate potential mishandling. The proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted, which may be associated with structural compromise of the main tube. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards, causing it to crack and subsequently break.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.